Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent could not be deployed. The procedure was completed with another flexima¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." This event has been deemed a reportable event based on the investigation results; stent kinked.

Manufacturer narrative:
Investigation results of stent kinked. A visual evaluation was performed. The stent was found to be bent. The guide catheter was kinked/bent and stretched in several locations throughout. The suture was detached and missing. The suture hole on push catheter was partially torn. The push catheter was bent. A functional evaluation for stent deployment was not performed due to the returned condition of the device. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the stent and catheters to bend/coil leading to kinks and bends. With the catheters and stent bound by kinks and bends, the device would fail to deploy the stent. Force to deploy the stent could cause stretching of the guide catheter. The suture was broken and the suture hole was torn likely while attempting to deploy the stent. Therefore, 'operational context' is selected as the most probable root cause for the complaint.